Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that this non-complaint device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that lithium-severing was observed in turn 7 and partial lithium-severing was observed in turn 6. Review of the save to disk data showed that excessive charge time events were logged on (B)(6) 2017 prior to rrt and subsequent explant. The excessive charge times resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was prophylactically replaced. The ICD was returned, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.